Event description:
Additional information was received from the rep. Rep was asked what caused implant to hold a charge and therapy button would go off. Rep responded the patient was programmed with cycling activated. Rep was asked to confirm whether it was due to programming changes between group a and c and whether the depletion rate is consistent with settings. Rep stated the patient was cycling and his intensity was set higher. The patient was reprogrammed and cycling was turned off. Issue has been resolved.

Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant was not lasting a charge and the issue began yesterday. Patient mentioned the issue happened after their representative moved their group from a to c which was the day before yesterday. Patient's therapy button would go off. Agent reviewed information. Patient would be sore if they switched back (agent understood this as back to group a). During the call patient was on excellent and implant was at 20%. Implant increased to 30%. Agent redirected patient to their healthcare provider (hcp) to address the issue.